Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was repositioned and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was post-operatively exhibiting far field r-wave (ffrw) oversensing. Atrial blanking was adjusted at which point the p-wave was not being sensed. The lead remains in use. No patient complications have been reported as a result of this event.